Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead pin could not be inserted into the header, generating a high lead impedance. The lead was successfully inserted into a replacement device.

Manufacturer narrative:
The reported field event of being unable to fully insert the atrial lead into the header was confirmed in the laboratory. Visual inspection of the atrial lead bore revealed epoxy material on the atrial ring spring. It is believed that the epoxy material on the ring spring prevented the lead from being fully inserted into the bore.